Event description:
It was reported by service report that the scale module, one blank module, and the main footboard module tabs were broken. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: damaged footboard with scale module. Two blank modules and main footboard modules were broken.